Manufacturer narrative:
Investigation: customer returned two (2) loose 31g x 8mm, 0.5ml bd insulin syringes from lot 8239962. Consumer reported one of the needle in a sealed bag is broken to 2 pieces. Both returned samples were examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel, however, it was also observed that the barrel tips were broken. No further issues were observed on the returned samples. The broken barrel tip issue likely occurred during the manufacturing process. A review of the device history record was completed for batch# 8239962. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200777081] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches made during the production of this batch. No root cause for this defect can be determined.

Event description:
Material no.: 328468, batch no.: 8239962. It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer stated that one of the needles in a sealed bag was broken into two pieces. The following information was provided by the initial reporter: consumer reported one of the needle in a sealed bag is broken to 2 pieces. He noticed it when he opened the bag to put it in the box the bottom syringe needle was broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 328468, batch no.: 8239962. It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle the consumer stated that one of the needles in a sealed bag was broken into two pieces. The following information was provided by the initial reporter: consumer reported one of the needle in a sealed bag is broken to 2 pieces. He noticed it when he opened the bag to put it in the box the bottom syringe needle was broken.